Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric septation procedure, the green reload did not fire the staples. Unk how case was completed. There were no adverse consequences for the pt.